Event description:
Patient's legal counsel reported that patient underwent hip arthroplasty on (B)(6) 2009 and alleges the patient can no longer work. There have been no details provided which would indicate a reason for the patient's inability to work. Additionally, no product identification has been provided and there has been no report of a revision procedure. This report is based on allegations set forth by patient, and the allegations contained therein are unverified.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. Additionally, limited information was given regarding event details that led to patient allegations. The following sections could not be completed: event date, ,product number, lot number, expiry date, manufacture date. This report is based on allegations set forth by patient, and the allegations contained therein are unverified.